Manufacturer narrative:
Section b5: the referenced previous driveline repair on 13feb2019 and the patient being upgraded on the transplant list was reported under MFR. Report #2916596-2019-00814. Manufacturer's investigation conclusion: the evaluation of the device confirmed wire damage that would have contributed to the reported pump stoppages and low speed events that caused the patient to undergo a transplant. The replaced driveline from the repair on (B)(6) 2019 in MFR. Report #2916596-2019-00814 was returned to abbott for evaluation and no wire damage was observed. The device was returned assembled with the driveline (dl) severed approximately 2¿ and 17¿ from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet elbow, sealed inflow conduit flex section, and inlet tube) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The device appears to have been exposed to fixative agent (e.g. Formaldehyde) post-explant. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed no evidence of developed depositions or thrombus formations. Continuity testing was performed on all wires and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The silicone jacket and clear bionate layers were removed from the returned driveline and appeared unremarkable. There was some breakdown of the metal braided shield approximately 5¿-6¿ from the pump housing. Upon removal of the metal braided shield, visual inspection of the underlying wires revealed breaches in the insulation of the black and orange wires approximately 5.25¿ from the pump housing that exposed the metal conductors underneath the insulation. This damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation and did not reveal any additional breaches. The black wire represents one of the two redundant wires that comprise phase 2 while the orange wire represents one of the two redundant wires that comprise phase 3 of the three-phase motor. If the exposed conductors of either of the compromised wires contacted the braided shield while the system was operating on a tether power source (such as the power module), the resulting electrical short to ground would have caused the pump stoppages seen in the log files submitted under MFR. Report #2916596-2019-00814. If the exposed conductors of the black and the orange wires made direct contact with each other or simultaneous contact with the braided shield, the resulting phase-to-phase short could have resulted in pump stoppages and/or low speed events while connected to battery power or an ungrounded patient cable. The current heartmate ii lvas IFU discusses pump speed, power, flow, and pulsatility index in section 1. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the driveline disconnected, no external power, low flow, and low speed alarms, and the proper actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the driveline disconnected, no external power, low flow, and low speed alarms, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years 8 months (the age is calculated from the date of implant to the event date.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was transplanted due short to shield phenomenon. According to customer, tech support, patient was readmitted on (B)(6) 2019 after an unsuccessful short-to-shield repair on (B)(6) 2019. External driveline was replaced but there was no evidence of defect and therefore felt that the defect was internal. Thus, the team felt that given this type of device malfunction (internalized portion of driveline or device itself), it can only be repaired with total device exchange. Patient was upgrade to status 2 and remained on ungrounded cable until the time of transplant.